Event description:
As reported: "when the drill was used, the tip broke off due to interference with the nail. The operation ended with the tip left inside the patient body at the doctor's discretion. (There were questions about whether an MRI could be done the next day)."

Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidence was provided. Nonetheless, based on the information provided, the root cause of the breakage could be attributed to a medical error during implantation. As reported: "when the drill was used, the tip broke off due to interference with the nail.". Hence, the breakage of the drill's tip was directly caused by the misaligned drilling. As a reminder, the instructions for use clearly state: "avoid drilling into metal implants with bone drills. The implants could be critically weakened and break under load and the drill could be damaged." Regarding the question of MRI compatibility, a specialist stated: "the instruments are not assessed for MRI safety, therefore the device should not undergo an MRI." A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found. Should additional information become available, it will be provided in a supplemental report. H3 other text : hospital retained.

Event description:
As reported: "when the drill was used, the tip broke off due to interference with the nail. The operation ended with the tip left inside the patient body at the doctor's discretion. (There were questions about whether an MRI could be done the next day.)"